Event description:
It was initially reported that the patient was re-implanted with the wrong model of implantable neurostimulator (ins) instead of the newer model they desired. Specifically, there was mix up concerning the patient¿s insurance, with the manufacturer¿s representative and physician believing their insurance would not cover the newer model ins and therefore, was implanted with the same model that the patient had before. It was noted that the patient was to keep the current ins implanted as it was working and did not want to endure another surgery. Additional information received on (B)(4) 2011, reported that the physician had spoken to the patient before the surgery and discussed the cost and advantages of the ins that ended up implanted. The manufacturer¿s representative was not present during that discussion and was brought in to the surgery to program the device. It was noted that there was no discussion with the patient regarding the model of ins to implant. It was confirmed that the currently implanted device was working. Further information received on (B)(4) 2012 reported that the patient had their ins replaced with a different rechargeable model. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-75 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3550-39 lot# n275535; product type accessory product ID 3550-29 lot# n265481, implanted: 2011 (B)(6); product type accessory product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger. (B)(4). Analysis of neurostimulator model 37711 serial #(B)(4), showed no significant anomalies. Analysis of lead model 3778-75, serial # (B)(4), showed no anomalies. Analysis of boot/plug accessory model 3550-29, showed no anomalies.